Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a wrist surgery the k-wire did not go trough the 3mm cannulated drill. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Complaint allegation is not confirmed. Upon visual inspection, it was noted that only the 2.5mm, 3.00mm, and 3.5mm were returned and the k-wire was not returned for investigation. Functional testing was conducted using a go pin of .046 and a no-go pin of .050; only the .046 pin passed through the 3.00mm drill bit. However, the k-wire does not go through the drill 3.00 mm per surgical technique. The most likely cause of the reported failure can be attributed to use error due to not following the correct surgical technique.